Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, found air leak from the water trap, opened, cleaned and reconnected the water trap and the ventilator worked properly.

Event description:
It was reported that during set up a ventilator had an air supply loss alarm. There was no patient involvement.